Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. The alleged low blood glucose level could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became wedged in between objects and the touch screen became shattered and unresponsive. Customer¿s blood glucose was between 52-80 mg/dl. The cause for low bg level was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received. Reportedly, customer reverted to manual injections for insulin therapy.